Event description:
It was reported that the system 2800 displayed a "table communications error" and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the table generator interface circuit board was defective and was replaced. The table was calibrated and tested and found to be working as intended and placed back into service.